Event description:
Customer reported device = 289 & 111 mg/dl. Three minutes later, device = 190 mg/dl. Two minutes later a linear test was done. Customer was unable to find a value in the device memory or the rals system. Controls were in range. A request was made for return product and replacement product was sent.